Event description:
It was reported to philips that an image storage board (isb) error prevented x-ray generation on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the isb_x and reinstalled the software, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).